Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu associated with this complaint and completed investigations. The reported issue was confirmable using logs, c-34 errors consistently logged between 11/4 and 12/22/2025. 2-8a errors logged consistently between 11/1 and 12/27/2025 and 1/8a errors logged consistently between 11/4 and 12/26/2025 also of concern. M-35 errors also logged in system logs. The inspection during failure analysis process was able to replicate the reported event. The unit was tested on system, presents c-34/c-0 error on startup. C-00, c-84 errors in generator logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to field service engineer (fse) during internal service activity that the generator had error c-34 during previous procedure. The issue occurred when they activate monopolar instrument; however, the bipolar instrument was normal. The customer used a third-party generator for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue happened on 24-dec-2025. The procedure was completed with a third-party generator. The customer tried to reboot the generator; however, the issue persisted. There was no patient injury or harm with no procedure delay.